Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that reservoir o ring was lost. Customer states reservoir does not stay in the pump. The customer stated that reservoir was unable to lock in place. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with reservoir tube lip completely broken off and the black o ring missing noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Device passed self test.